Manufacturer narrative:
Product analysis:analysis could not confirm the customer comment that the programmer would shut down. Device powers up and interrogates without shutting down. Found multiple errors in error log. Reloaded software as preventable. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would shut down in the middle of patient sessions and that at one point it shut down four times during one session. The programmer was returned for service. No patient complications have been reported as a result of this event.